Event description:
Reporter indicated that vns pt had passed away. Cause of death us unk; however, it was reported that the pt did have a seizure at the time of death. There is no evidence at this time that the ncp system caused or contributed to the reported event. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating neurologist (via fax x1, via telephone x2).